Event description:
It was reported that following implant of the left ventricular lead, high impedance was observed on pacing vectors using the d1 electrode. All other pacing vectors and electrical values were normal. The lead remained implanted and the patient would be monitored through follow-up.

Manufacturer narrative:
(B)(4).